Manufacturer narrative:
Follow up information received on 25-apr-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event are not indicative of a quality deficit per se. Company causality comment this non-medically confirmed spontaneous case report refers to the second pregnancy and miscarriage experienced after essure (fallopian tube occlusion insert) was implanted. She also had a ruptured fallopian tube. Both fallopian tubes were removed. Pregnancy with essure, miscarriage and ruptured fallopian tube are serious events due to their medical importance. Miscarriage is the only unlisted event in the reference safety information for essure. Since there is no information regarding the time lapse between essure insertion and onset of pregnancies, a causal relationship with essure cannot be excluded (device ineffective). In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. Regarding the ruptured fallopian tube, it is not clear what caused this event. However, since the essure insert is located in the fallopian tube, a contributory role to this event cannot be excluded. This case is regarded as incident since device removal was required. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical events are not indicative of a quality deficit per se. No further information (pregnancy questionnaire) can be obtained.

Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016 referring to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date and had 2 pregnancies with essure that resulted in two miscarriages. This case refers to the second pregnancy and second miscarriage. The consumer got pregnant for the second time and had another miscarriage. Ruptured of fallopian tube was noted as well. Both fallopian tubes were removed. The first episode of miscarriage (in 2013) along with hair loss, bloating, horrible pain, and painful intercourse were captured in the first pregnancy case ((B)(4)). Company causality comment: this non-medically confirmed spontaneous case report refers to the second pregnancy and miscarriage experienced after essure (fallopian tube occlusion insert) was implanted. She also had a ruptured fallopian tube. Both fallopian tubes were removed. Pregnancy with essure, miscarriage and ruptured fallopian tube are serious events due to their medical importance. Miscarriage is the only unlisted event in the reference safety information for essure. Since there is no information regarding the time lapse between essure insertion and onset of pregnancies, a causal relationship with essure cannot be excluded (device ineffective). In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. Regarding the ruptured fallopian tube, it is not clear what caused this event. However, since the essure insert is located in the fallopian tube, a contributory role to this event cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information (pregnancy questionnaire) can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs